Event description:
It was reported that the pulse generator exhibited noise, when the lead was attached no noise was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported sensing anomaly and noise on v channel could not be confirmed. Analysis testing was performed on the device that included thermal, mechanical and electrical stress testing. Normal electrical and mechanical characteristics were observed throughout all phases of testing. No occurrences of noise were observed on the ecgs.